Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery and vessel below the knee. A 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. The balloon was inflated twice at 6 atmospheres. However, during the third inflation at near 14 atmospheres for about 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was good post-procedure.